Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. There were no patient consequences.

Event description:
New information noted that the lead exhibited failure to capture and an x-ray was performed to confirm the dislodge.